Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the targeted location and mild paravalvular leak (pvl) due to mineralization was noted. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve reducing the pvl to trivial. It was reported that the delivery catheter system (dcs) may have been pulled during final release and contributed to the valve dislodgment. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.